Event description:
Meter would only prompt a remove strip symbol when the meter is powered on. The issue was not resolved with troubleshooting. The pt stated that the technique used was correct. The pt phoned medical professional for advice, but received no treatment. Based on the information provided by the pt, there is evidence of meter malfunction. However, there is no evidence that the meter contributed to the serious injury. The meter is being replaced for the pt.